Event description:
The customer reported that the system was unable to display images intermittently. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power supply and the display adapter. The system was tested and found to be working as intended and put back in service.